Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type ia endoleak was unconfirmed due to a lack of relevant medical imaging. Medical records were requested and denied due to patient authorization requirements. Device, user, procedure or anatomy relatedness of this event could not be determined. The final patient status was not reported. The manufacturing lot review was unable to be performed as the lot number of the device is unknown. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation abdominal stent graft system to treat an abdominal aortic aneurysm (aaa) on an unknown date. A type 1a endoleak was identified. An intervention was completed. The physician elected to perform a snorkel procedure to resolve this event. The initial procedure and detailed device information was not provided.